Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders are not crossing over. A technical support specialist (tss) checked the server, and the orders are processing smoothly without any interruptions. The tss also contacted the pharmacy department and confirmed that no issues have been reported on any of the devices. The system functioned as intended after technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had an orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.